Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, pump was over infusing.

Manufacturer narrative:
Other, other text: b5: additional information received via email and attached date I received 02/21/2022: there was no patient's involvement and the event happened during bench test. H6: event problem and evaluation codes: updated.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. The customer stated problem was duplicated. Running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. Replaced expulsor due to over delivery. The cause of the reported problem could not be determined. A DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.